Event description:
The patient reported communication and charging issues with the implant. Upon exploratory surgery, it was discovered that the implant was flipped in the pocket. The implant was explanted, and while placing the new implant in the pocket site, the patient developed a significant bleeding problem. The lead and lead extension were explanted. The pocket site was closed, leaving the new implant inside the patient. The patient was sent to a hematologist for further evaluation.